Event description:
During follow up, there was an intermittent connection issue noted with the device, with inconsistent transmissions. Three different mobile transmitters were used unsuccessfully to try to resolve the issue, which yielded the same results. The patient will be monitored and seen on follow up next month. Additional information has been requested to try and determine if the event is related to the application or the device, but has not yet been received. The patient is stable with no adverse consequences.